Event description:
It was reported that a patient sustained bruising, blisters, and skin color changes after the use of renuvion. This patient underwent vaser liposuction and renuvion treatment to the abdomen, flanks, upper back and arms on 10/18/2021. This is a (B)(6) year old female patient with a history of keloids. The generator settings were noted at 60% gas and 2.0 flow and 3.5 liters of infiltration. The insertion sites were at the supra pubic, inner part of the umbilical area 12 o clock and axillar area (linea axillar posterior). Infiltration was performed with the vaser system. Tumescent anesthesia was used with nacl and tranexamic acid with one ampule of adrenaline. 4 passes were performed to the abdomen, flanks and back area. The complication are in the right arm , silvaderma and hyperbaric oxygen treatment. The patient has progressed satisfactorily. The surgeon believes the apyx medical device caused and/or contributed to this event. Based on the provided information, there is no alleged malfunction of the device. However, due to the surgeon's technique, the patient suffered burns to the areas treated for subdermal coagulation.